Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: during a bariatric procedure it was very difficult to load the needle and having trouble getting stuck in the tissue because its so hard to pass the needle. No adverse events reported. A new instrument was used to finish the case.

Manufacturer narrative:
(B)(4). This incident was reassessed based on additional information received from the account and determined to be a non-reportable complaint